Event description:
Reportedly, the mitral valve was explanted after an implant duration of approximately 7 years in the tricuspid position due to stenosis. The customer reported intraoperative findings of thickened leaflets, no movements, inadequate coaptation, multiple adhesions from previous surgery, cardiomegaly second grade at the expense of the right cavities, aorto-pulmonary 1:2 ratio.

Manufacturer narrative:
Method and conclusion: device evaluation anticipate but not yet begun. Through follow up with the surgeon, it was learned this patient has expired due to renal failure. The surgeon has disassociated the edwards device from the death. Unfortunately, since this patient has expired, all records are sealed and are not available. This patient also had a non-edwards mechanical valve implanted in the mitral position. Product evaluation is currently pending completion. Supplemental report will be filed when new information has been received.